Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
After successful deployment of bifurcated device the aortic extension . The stent graft moved up after the aorta relaxed and partially covered the renal artery. Physician tried to pull it down multiple times by snaring but was unsuccessful and had to convert to open repair. Per the sales representative patient tolerated the procedure well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy met the criteria for indications for use. Actual device not returned hence no device evaluation performed. No conclusion can be drawn.